Event description:
User (bathing aide) unhooked the safety strap on the arjo alenti lift prior to having the resident lowered to a safe height. The safety arm was also swung away from the front of the resident and they slipped out of the chair to the floor. This occurred after bathing as resident was exiting the tab.